Event description:
The customer reports that the dilator was bent/damaged during use.

Manufacturer narrative:
(B)(4). The customer returned one dilator, lidstock and other various components for evaluation. Visual inspection revealed the dilator body was slightly bent; the tip of the dilator was also damaged. It was observed to be pushed inwards and contained white marks which indicates stress. The bend in the dilator measured 25mm from the tip. The length of the dilator body measured 101mm which is within specification of 95.2mm-108mm per product drawing. The outer diameter of the dilator measured 2.86mm which is within specification of 2.81-2.87mm per product drawing. The tip of the dilator was too damaged to measure accurately. An inventory guide wire of the same size provided in this kit was able to pass through the returned dilator with minimal resistance. A device history record review was performed with no relevant findings to suggest a manufacturing related cause. The IFU provided with this kit tells the user "enlarge cutaneous puncture site with cutting edge of scalpel positioned away from the spring-wire guide." Prior to inserting the dilator. The report of a bent dilator was confirmed through complaint investigation of the returned sample. The dilator met all relevant dimensional and functional requirements, and a device history record review was performed with no relevant findings. Based on the customer report and the sample received, unintentional use error likely caused or contributed to this event. Teleflex will continue to monitor and trend for reports of this nature.

Manufacturer narrative:
Qn#: (B)(4).

Event description:
The customer reports that the dilator was bent/damaged during use.